Event description:
Information was received indicating that a smiths medical pump was alarming and the screen was stating 1140. Additionally, the patient stated that the bottom of the carrying pouch was wet and it was found that the bottom of the bag was leaking. The patient is receiving a different pump to deliver the remaining dose of chemotherapy. There were no other adverse events reported.